Manufacturer narrative:
No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Evaluation of the returned sample identified that the product did not meet specification. This was investigated in a nonconformance that was opened and is now closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Therefore, this complaint will be closed without further action. Corrected data - codes have been corrected from previous submissions. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 02, 2016. (B)(4).

Manufacturer narrative:
Add'l info was received on 07/21/2015. The complaint unit was returned to the complainant and a black colored foreign matter was present on the product. The unit will be returned to the manufacturing facility. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 08/04/2015.

Manufacturer narrative:
Additional information was received on august 24, 2015 confirming that one opened, unused aquacel dressing has been returned to the (B)(4) facility. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that foreign matter was discovered on the dressing before use. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).